Event description:
Healthcare professional reported, "presence of liquid around the prosthesis". "Thickening by reaction, in peripheral areas". "Presence of undulations in the prosthesis, due to capsular contracture" and "rupture". This is for the right side device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, seroma late, capsular contracture, baker grade unknown.